Event description:
The event occurred on an unspecified date involving a primary plum set, and it was reported that there was chemo leakage on the taxol filter while giving chemotherapy. This resulted in an occupational exposure to the drugs and a loss of the drug to the patient. There was patient involvement, but unknown harm.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.